Event description:
It was reported that during a da vinci-assisted robotic surgical procedure, the force bipolar cable broke while manipulating the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was completely severed at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. No pieces were missing. Other wires and cables were not damaged at the distal end. The housing was removed from the back end, and no damage was observed. The root cause for the broken conductor wire is attributed to a component failure. An additional observation not reported by the customer was also observed. The instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage. The insulation material is scuffed, however, no pieces were missing. This conductor wire break is near the insulation damage, but they are unrelated to each other. The root cause for the damaged conductor wire insulation is attributed to a component failure, likely caused by normal wear and tear. A review of the logs was performed. Per the review, it was confirmed the force bipolar was last used on: system serial ¿ (B)(4), date - (B)(6) 2022 with 2 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument's conductor wire insulation was damaged. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.